Event description:
It was reported that the patient had inappropriate shocks due to oversensing via reduced intrinsic complexes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. Technical services reviewed the device downloaded data and advised some testing options. There were no additional adverse patient effects. The system remains implanted.